Event description:
After receiving the implant for herniated disk the complainant experienced reduced bowel and bladder control (lost control 4-5 times per month at night), chronic pain at implant site, reduced joint and hip movement, reduced proficiency in routine activities. She is bedridden most of each day and is unable to tolerate sex.